Manufacturer narrative:
G4:03feb2021. B4:04feb2021. A user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed and the user interface assembly was received with damage touchscreen. An investigation was performed and the product analysis technician reported that the root cause was due to the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported that during set up, the ventilator's display backlight is very dim when set at the highest setting. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the display. The customer reported that replacing the user interface assembly addressed the reported issue and the unit was returned to use.